Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was evaluated onsite by an olympus technician and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a faulty circuit/printed circuit board led to the black image malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center was no longer and had black image caused by a defective board set. The issue occurred during preparation for use. There were no reports of patient harm as there was no procedure or patient involved.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.